Manufacturer narrative:
The unit was received at the service center with a complaint of ¿screen displays vertical lines and after some time it becomes normal.¿ the device display went blank and displayed a set of vertical lines intermittently during the investigation, confirming the customers display complaint. The root cause has been isolated to corrosion on the j6 pins. Upon initial inspection no physical anomalies were found. The device was powered on with battery alone, then, the device was connected to an ac cable and powered on. In both cases the device powered on properly with audible tones present. The device was run at 400ml/hr and did so for 5 hours. Around the 3 hour mark it was noticed that the display went blank with a series of vertical lines down the center lasting between 5-10 seconds, confirming the customers complaint. This fault occurred once more approximately two hours later. The device was opened and inspected for any damaged components. The gearbox is noted to have a date code of 3006, indicating that the gearbox was manufactured the 30th week of 2006. While investigating the pcba, corrosion was found on the j6 pins connecting the main pcb to the lcd¿s pcb. Pins 2, 3, and 5 are the affected pins. The corrosion was cleaned with isopropanol. The device was then run for another 6 hours with no evidence of the fault occurring. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the screen displays vertical lines and after some time it becomes normal. Upon triage, service found that the display went blank.

Manufacturer narrative:
The aware date was updated from (B)(6) 2017 to (B)(6) 2018 as the reportable malfunction was not originally reported by the customer; however, it was discovered by the service technician on the later date. The due date for the initial report is (B)(6) 2018; therefore, the initial report was filed within 30 days. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the screen displays vertical lines and after sometime it becomes normal. Upon triage on (B)(6) 2018, service found that the display went blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿blank display.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.